Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing. It was believed that the device was picking up artifact from the patient's left ventricular assist device.